Event description:
Plaintiff reports initial bilateral implantation on 10/7/74. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or and elastomer made of silicone.